Event description:
It was reported a new-born was treated for postnatal diagnostic esophageal atresia with inferior fistula. The intubation tube was tested before use and it was [found to be] functional. Immediately after the tube was placed, the healthcare professional noticed that the intubation tube balloon deflated spontaneously and the patient¿s exhaled ventilatory parameters were low, which was synonymous with leakage. The patient was reintubated and given a sequence of supplemental medications (unspecified). The intubation tube was removed and tested and was found to be dysfunctional. There was no reported injury to the patient. Additional information received 06jun2024, there were no further consequences to the patient, concerning the reported event. It was additionally reported, the patient remains hospitalized for further treatment, (the patient's current condition was not reported).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 24 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: d9. The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 23 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: d4. Additional information: d4; h2; h6. The device history record for lot cm1125002 was reviewed and the product was produced according to product specifications. The actual sample from the reported event was returned for evaluation. Visual examination of the device confirmed that both the proximal and distal collars of the cuff balloon were attached to the tubing. When viewed under magnification (20x), the balloon cuff exhibited a partial lateral slit, with no obvious origin for the split. Testing of the sample: the micro cuff balloon was infused with water and leakage was immediately observed in the cuff area. The reported event could be confirmed as reported; however, the root cause is undetermined. All information reasonably known as of 05 dec 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.